Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the returned device and correction to d9. The device was returned; however, customer allegation was not confirmed. Upon device inspection, it was found that there was corrosion on the connector which may be due to wear and tear with customer mishandling and with increasing use/time.

Event description:
The customer reported to olympus, the panel display of the high flow insufflation unit went off intermittently halfway through inflation. The device continued to inflate, but no information was shown on the display. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Additional information has been requested for this event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of this event (display goes out halfway through inflation) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported device issue was discovered during a laparoscopic gastric bypass procedure. The procedure was completed with a partial extension. Additionally, it was reported the patient experienced a ¿possible subcutaneous emphysema¿. Additional details have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. The new information changed the event from a reportable malfunction to a reportable serious injury. New information added to the following fields: b2, b5, h1, and h6.

Event description:
Additional information obtained from the operating room anesthetist stated that the subcutaneous emphysema occurred in the abdominal area and in some cases "up to the head." The extent of the emphysema was unable to be clarified. It was stated that medical intervention was needed, but was unable to be specified. A field service technician also reported that while there were on site following a laparascopic procedure and no anomaly occurred with the equipment. The standard pressure values were set and there were no complications. It was stated by the physician that the trocars were replaced with a different model. It was stated that the emphysema issue also occurred in another operating room. This issue now involves two patient identifiers. Patient identifier (B)(6) is for the first instance of an emphysema occurrence. Patient identifier (B)(6) is for the second instance of an emphysema occurrence.